Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient was seen for complains of tenderness at the implant site and yellow discharge. The incision appeared to be healing and noted a yellow scab on the lateral side of the incision with redness on (B)(6) 2018. Patient presented to the clinic on (B)(6) 2018 and the scabbing at the site was seen and some recommendations were discussed. Patient had fever and chills. On (B)(6) 2018 patient was treated with medication. On (B)(6) 2018 yellow drainages were still noted. On (B)(6) 2018, the drainage was still ongoing. Blood cultures were performed twice and were negative. Cbc was also performed and wbc was within normal limits. The event was resolved without sequelae.

Event description:
It was reported that on (B)(6) 2018 the patient presented with chest pain. The issue was resolved with medication adjustments without further intervention.

Event description:
New information notes that on (B)(6) 2018 the patient had fever and chills the day before antibiotics started. As of (B)(6) 2018 no further intervention.